Event description:
Complainant alleged that during functional testing, the device's screen turned completely grey and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The lcd display panel was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.